Manufacturer narrative:
Investigation summary: customer returned photos of shelf carton of 1cc, 8mm, 30g syringes from lot # 9063822. Customer states that the box is dented and has a duplicate lot. All attached photos were examined and exhibited crushed shelf cartons with some shelf cartons exhibiting a double printed lot number on the shelf carton. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9063822. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: visual inspection of the pictures found cartons that were dented and torn at the back right seam. There were also cartons with double printed lot information. The lot number and up to the first three digits of the manufacturing date were double printed. Process summary: the autopackout system receives bags of syringes from the ff&s machine. The equipment erects the carton and loads the appropriate number of bags of syringes into the carton. The machine laser codes up to three lines on the carton: lot code, date of manufacture, and expiration date. The cartons are closed before being placed on the outfeed conveyor. If the machine is stopped abruptly during the application of the laser codes; printing defects can be found. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to these defects. Root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 10 bd insulin syringe with bd ultra-fine ii¿ needles were found before use with duplicate lots printed on their labels. The following information was provided by the initial reporter: "dented = 9 and duplicate lot = 10."